Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention, a synergy stent was advanced to the target lesion for treatment and stent deployment was attempted. It was noted that the stent could not be delivered properly as it was pushing all kit out. The stent device was removed from the patient. After removing the device, it was noticed that the stent metal was stretched. The procedure was completed and no patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention for a 90% stenosed and calcified target lesion located in the right coronary (rca) artery, an issue occurred. It was noted that the 4 x 20 synergy drug eluting stent could not be delivered properly as it was pushing all kit out. The stent device was removed from the patient. After removing the device, it was noticed that the stent metal was stretched. The procedure was completed and no patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention in the right coronary (rca) artery, a 4.00 x 20mm synergy drug eluting stent was advanced to the 90% stenosed target lesion for treatment and stent deployment was attempted. It was noted that the stent could not be delivered properly as it was pushing all kit out. The stent device was removed from the patient. After removing the device, it was noticed that the stent metal was stretched. The procedure was completed and no patient complications were reported in relation to this event. It was further reported that the target lesion was located in the 90% stenosed non-tortuous and calcified right coronary artery (rca).

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts in the proximal region were found to be lifted from their crimped position and stent struts in the mid-section were found to be lifted from their crimped position, bunched and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum stent profile measurement. A visual and tactile examination of the hypotube found multiple hypotube kinks present. No other issues were identified during the product analysis.